Event description:
The customer reported, the vertical column was slow to go up and down on the 8800 system. No patient injury.

Manufacturer narrative:
The service rep replaced the power supply. No patient injury was reported.